Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies director reported that during hemodialysis (hd) treatment a blood line was cracked on the t of the heparin line. In a follow up, the reporter said the event took place during a treatment. The treatment was stopped and the patient was disconnected. The machine and set up was pulled aside and then the patient's treatment was resumed with a new machine and set up.there was minor blood loss but patient was stable. Additional information was requested, but no new data was received.there is no sample to return.